Event description:
It was reported that the surgeon had a situation where the grasper got stuck in the omentum and it took some gentle dissection to get it out. The sharp corner where the grasper is connects to the shaft is what was stuck. The surgeon had a situation where the grasper got stuck in the omentum and it took some gentle dissection to get it out. The sharp corner where the grasper is connects to the shaft is what was stuck. Small epiploica serosal injury as it was snagged on the epiploica - however, if this happened on the bowel serosa, it could cause a perforation/tear of the bowel, expectantly managed. Due to the small epiploica.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4); complaint (B)(4).